Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connector misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.

Event description:
A download from a (B) (6) male patient revealed several "pulse current fault" and "pulse voltage fault" flags. Lifecor customer support contacted the patient on 02/09/2009 to discuss exchanging the battery pack. She stated that the patient was receiving an ICD on (B) (6) 2009 and did not want a replacement. The battery pack was returned on 2/18/09 and was found to have a damaged connector. While reviewing service records, it was found that the monitor would not power up.